Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 478 mg/dl. The customer¿s current blood glucose level was 81 mg/dl. Troubleshooting was performed for high blood glucose and under delivery. The customer experienced symptoms such as nausea. The customer treated with insulin pump for high blood glucose. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.